Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on an unknown date that the troax tip of the viper screwdriver went defective three times during the same operation. The troax broke off and screwdriver could no longer be used. The surgery successfully completed. There was no patient consequence. This is report 02 of 03 of (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: d10: device returned h3, h6: investigation summary background: it was reported that on december 05, 2019, during posterior spinal fusion surgery, the patient had competitive unknown hardware from l3-s1 which was removed by the surgeon. The surgeon then placed expedium 5.5mm poly screws from t10-ilium. While placing the l4 screws, the srugeon broke the tip off of a expedium poly driver and also broke the tip off of a unav igs polyaxial screwdriver. This happened bilaterally at l4 and it is unknown which driver was broken on what screw and what side (left or right). The screws that the driver tips broke off on are 7.5mm x 50 and also 8.0 x 50mm. Both screws were helicoptered out so no fragments are in the patient. New screws of the same size were placed successfully after the ones with the broken driver tips were removed. The issue is that the broken screwdriver tip was lodged in the screw. In order to retrieve the broken screwdriver tips from the screws, they needed to be removed. There was a surgical delay of ten (10) minutes. There were fragments generated and were easily removed. There were no patient consequences. The procedure was successfully completed. This complaint involves four (4) devices. Investigation flow: damage visual inspection: the viper universal poly driver (part # 279734000n lot # mi76553) was received at us cq. The distal tip of the device was clearly broken off as evidenced by the lack of a threaded tip and shear marks. No fragment was returned. No other defects were identified. The complaint condition of broken (2+ pieces) can be confirmed. Distal tip of the device has broken off, no fragment was returned. Conclusion: the complaint was confirmed for the received viper universal poly driver (part # 279734000 lot # mi76553) as the distal tip of the device has clearly broken off. No fragments were returned to us cq for evaluation. Although no definitive root-cause could be determined, it is possible that the device encountered unintended forces during use/reprocessing. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot a review of the receiving inspection (ri) for viper universal poly driver was conducted identifying that lot number mi76553 was released in a single batch. ¿ batch1: lot qty of 56 units were released on 17 jun 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device history batch null, device history review the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B4: alert date updated to 01/20/20. G5: device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.